Manufacturer narrative:
H6 investigation type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the product damage (kink) was undetermined due to insufficient clinical details and no product return.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during implantation of an impella cp the sheath kinked after the dilator was removed and the impella could not advance. Implantation of the impella pump was aborted. No patient harm was reported.